Event description:
It was reported that during a hand assisted low anterior resection procedure, the donut was incomplete. The proximal portion was perfect, but the distal part looked like a triangle. There was bile and stool leakage. Opened pt by increasing lap disc incision by 2-3 cm and performed loop colostomy. Pt is now stable.